Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 clinical, clinical update (sdy, hcp, rep): information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient felt a new severe pain and zapping in the heel of their foot. They asked for reprogramming of their device. The event was due to programing. No actions were taken. The event is ongoing. No further patient complications were reported as a result of this event. Additional information was received from a healthcare professional (hcp) . It was stated that on (B)(6) 2020, patient states she will make an appointment date of test: (B)(6) 2020 .it was stated that it was possibly related to the device or therapy and not related the implant procedure. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient felt a new severe pain and zapping in the heel of their foot. They asked for reprogramming of their device. The event was due to programing. No actions were taken. The event is ongoing. No further patient complications were reported as a result of this event.